Event description:
On (B)(6) 2012, the pt went to the emergency room due to the ipg site opening up and the ipg being exposed. The physician decided to remove the staples and suture the pocket site. Cultures were taken and no signs of infection were found. The pt was given antibiotics as a precaution. On (B)(6) 2012, the patient met with her doctor due to the wound opening again. The doctor irrigated the wound and closed it. Again, no signs of infection were found. The pt will follow-up with her doctor on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.